Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported "bad sensors", which was reproduced. When the IV set was loaded at load point 2, the pump recognized load points 3 and 4 to be loaded, when they were not loaded. This was found to be caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
During baxter's eval of a spectrum pump, it falsely detected a loaded set. The customer stated the spectrum pump had bad sensors. It was also reported there was no pt injury.